Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with mild tortuosity and heavy calcification. The 3.5 x 15 mm nc trek balloon catheter was prepared per the instructions for use prior to use in the anatomy. The balloon catheter was advanced, but failed to cross to the lesion due to the anatomy. A 5fr catheter was used for support, and the nc trek crossed to the lesion. The balloon was inflated three times to 18 atmospheres (atm). During the third inflation, the balloon ruptured. The nc trek was removed without issue and a non-abbott balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Therefore, no corrective action will be implemented in this case.